Event description:
A malfunction was reported on the pump, and it displayed a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer was sent a replacement pump by technical support, which will have updated software. The customer will use an alternate insulin therapy in the meantime and was instructed on steps to return the faulty pump.